Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: increased "risk of developing bia-alcl" and capsular contracture, baker grade unknown.

Event description:
Patient representative reported capsular contracture, baker grade unknown and "if {patient} does not yet have bia-alcl, medical literature shows that the presence of the biocell implants significantly increases {patient} risk of developing bia-alcl and {patient} needs therefore regular monitoring." Patient experienced ¿emotional distress,¿ and other, unspecified symptoms. The status of the device is unknown. This represents the left side.